Event description:
A manufacturer's implant card was received indicating a patient had vns lead and generator revision due to "other - complete revision". Diagnostics with the new generator and lead were within normal limits. Additional follow up revealed the reason was for generator end of service and high lead impedance.the explanted lead and generator were discarded.attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.